Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: through the analysis of the photo sent by the customer, it is possible to observe foreign matter in the syringe. However as the samples were not received, it is not possible to identify the foreign matter and carry out the investigation of the root cause. Furthermore, batch history analysis was performed, quality notifications and maintenance records were verified, where no records potentially related to failure were found. The production processes are validated according to the defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that syringe plastipak 10ml s/su contained foreign matter. The following information was provided by the initial reporter: "10ml syringe that presents dark dirt in its barrel, plunger, and luer. Product is properly sealed."